Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A 3i t3® with dcd® non-platform switched tapered implant 4 x 15mm (bnst415) was returned for investigation. Visual evaluation of the as returned product identified no damage. The investigation has been performed based on the available information. Functional testing was performed for the returned product with an in-house stock device and functioned as intended. No malfunction. Pre-existing condition noted on the per is bruxism however does not contribute to the complaint.the reported device tooth location and length of usage is unknown. Pictures or x-ray images were not provided. DHR review was completed for the subject lot number (2015051623). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2015051623) for similar event and no other complaint was identified. June post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did not occur and the reported event was unconfirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Email address unknown / not provided.

Event description:
It was reported that the implant hex was damaged and when holding it with the driver, implant fell to the ground. Another implant was placed during the same surgery.